Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the implanted system electrocuted the patient once and patient experienced undue pain in legs, felt like neuropathy. When asked, patient didn't provide date of event. Patient said that it went on for a long time and then patient realized that it could be the implanted system. Patient said that they turned stimulation off and all the pain went away. Patient said that they reported it to their hcp and the hcp said patient could have another surgery, however patient said didn't want to have another surgery. Agent documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called to inquire about MRI compatibility and reiterated medical history that was previously reported in this event: they turned the therapy off because "it electrocuted me" and that their feet and legs had hurt so they turned the therapy off. Patient stated no one, including their health care provider (hcp) and the "fancy manufacturer tech" cared or told them anything so they no longer went to that doctor and no longer had a doctor. Patient services reviewed MRI compatibility with the patient and walked the patient through connecting to their settings and patient saw the therapy was on and the stimulation level at 0.0 v. Patient services showed the patient how to turn their therapy off and patient confirmed they saw the lighting bolt go away in the upper left-hand corner when they hit the off button on the side of the programmer. Patient stated they really didn't want to go through the anesthesia again to get the ins explanted so for now they were fine with it off in their body. Patient's reason for call was met and patient services did not ask any further questions as this was an historical event and patient services was focused on the reason for call: MRI compatibility. No further action was taken by patient services.